Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was observed on all conductors.

Event description:
It was reported that on placement of the lv (left ventricular) lead, the removal of the guidewire from the lead was not possible after considerable force. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event, and the patient outcome was reported to be well.